Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) customer could not get apw to zero. The units light would not light up. The customer believes it may have been an issue with the catheter but did not keep catheter. Catheter line was present according to customer. It was decided to use an impella device.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Customer reported that they could not get apw to zero. Reported that light would not light up. Customer believes it may have been an issue with the catheter but did not keep catheter. Catheter line was patent, according to customer. Customer ended up using impella device. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated. No service order available and there is no relevant repair information available. Repair service not done.